Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was re-calibrated and verified to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition of failure code 810:11 occurred on (B)(6), 2010 and not the customer reported occurrence date of (B)(6), 2010.

Event description:
The facility reported a colleague infusion pump which experienced failure code 810:11 during biomedical servicing. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Event description:
Caller states that she tested >8.0 inr and >8.0 inr on the coaguchek xs system and 5.6 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).